Event description:
It was reported that the 9800 system skin spacer was missing during inspection. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The skin spacer was sent to the customer. The system was put back into svc.